Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2020 in the morning the patient's blood glucose rose up to 200 mg/dl due to the reoccurring mechanical error of the pump. Patient went to the emergency room because her blood glucose kept on rising. Then, patient was treated with sol fis 500mg, sol fis 100mg, actrapid 20mg and lastly with actrapid 10mg via IV drops. Once the patient's blood glucose stabilized, she was released from emergency room on the same day.